Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, no response was received.

Manufacturer narrative:
B5: it was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.